Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The parent called to request a replacement and stated that she was not sure if the patient was wearing a dexcom sensor by the time the incident happened. In the morning of (B)(6) 2024 around 9:30 the bg reading was 800 mg/dl and there were no cgm readings taken at that time. The patient was extremely sick and vomiting. The parent took the patient to the hospital. The cgm readings were in normal values prior to the event. The sensor was supposed to expire on (B)(6) 2024 in the evening. The parent was not sure if they had changed the sensor or inserted a new one. When they arrived at the hospital that morning, they were sent directly to the emergency room, and they monitored the bg. The patient was just sleeping the entire time. They treated the patient with insulin shots 4 times a day and fluids. On the same day around the afternoon, she was transferred to ICU (intensive care unit). On (B)(6) 2024 morning the patient´s bg reading was around 160 to 240 mg/dl. On wednesday (B)(6) 2024, they insert a new sensor and the cgm readings were normal (no values reported). On (B)(6) 2024, the patient was recovered and discharged around 1 pm. At the time of the report, he was fine but still recovering from diabetic ketoacidosis. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.